Manufacturer narrative:
This incident occurred in (B)(6) and is reported to FDA according to the requirement. Aps-15sa is identical model to rexeed-s series marketed in us. The used device could not be analyzed because it was discarded by the user facility. So we reviewed manufacturing records, quality records of lot #p69296. As a result, no abnormality was found in records. The 7,255 units of this lot #p69296 were distributed to the medical facilities and no similar event using this lot #p69296 was reported globally. The symptoms observed in the events are considered to be a dialyzer reaction. Note: the dialyzer reaction is a broad group of events that include both anaphylactic and less well- defined adverse reactions of unknown cause. "Handbook of dialysis 4th ed." John t daugirdas et. Al., lippincott, williams & wilkins, 2006.

Event description:
On (B)(6) 2006: the dialyzer (aps-15sa) was used for hemodialysis. At 16 minutes after start of treatment, blood pressure decreased (systolic blood pressure: 150=>60mmhg) and vomiting occurred. After the onset of these adverse events (aes), physiological saline 200ml was administered. Then these aes recovered.